Event description:
Product became stuck inside the introducer sheath during the procedure.

Manufacturer narrative:
The lot history record for lot 599038 was reviewed, and all testing data which was noted at the time of manufacturing was within specification, and no anomalies were noted. The associated product was unavailable for return for investigation. We have reviewed the complaint data for this and related products, and this is the first instance of this type of problem that we have had in relation to the savvy long range that we have been notified about. If the product becomes available in the future or if any similar complaints are received, we will reopen this complaint and complete a full investigation. See scanned page.